Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted two loss of prime warnings. The reporter insisted that the pump be replaced due to a lack of confidence in the one being used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Black box data from the event date was not available in the download. A loss of prime associated with a low, non-zero force was recorded in the available black box data. The pump was exercised for 24 hours with no duplicated loss of prime warnings. The force sensor calibration reading was within specifications.